Event description:
The consumer stated her tampon came apart upon removal and tampon pieces remained inside of her. She indicated this occurred on several different occasions. She feels that she was able to remove the remaining pieces.

Manufacturer narrative:
Device history record is under review. A visual inspection of 5 companion samples was conducted. The visual examination did not observe any product defects or abnormalities. Information from this incident will be included in our product complaint and MDR trend analysis.